Event description:
The customer reported a double needle mode treatment was proceeding well until 650 ml whole blood processed, when a system pressure alarm occurred. The centrifuge was stopped and restarted. Then air detected alarms occurred with air observed in the collect line. The customer could not determine how the air was entering into the collect line, until a blood leak was noticed at one of the tubing connections to the collect pressure dome. The treatment was then aborted and the blood in the kit was not returned to the patient. The patient was reported to be in stable condition. The customer stated that the pressure dome membrane was intact, but blood did get on the pressure sensor. (B)(4), was generated. The customer has elected not to return the kit for investigation.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided, since it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #18: system pressure, alarm #1: air detected, and tubing leak. No trends were detected for these complaint categories. However, a corrective and preventive action was initiated for complaint category, alarm #1: air detected, and is now closed. No corrective and preventive action was initiated for complaint categories, alarm #18: system pressure and tubing leak. (B)(4), feedback: the service technician found that the collect pressure transducer had some contaminate on and around its surface. The service technician successfully calibrated all the pressure transducers and there were no issues during the system checkout procedure. The service technician performed the calibration of the pressure transducers multiple times with no errors or issues. No further action is required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Not returned to manufacturer.